Manufacturer narrative:
The suspect device was not returned for evaluation. No images or videos were provided by the customer for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was carried out and no similar complaints for this lot number were found. The product history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
It was reported that during a ruptured aortic aneurysm stenting and repair, the pigtail catheter fractured while inside the patient. A snare was used to remove the fragmented pigtail from the aorta. No additional information available.